Event description:
It was reported, during the implant procedure, the physician was unable to deploy the screw of the lead. Consequently, this lead was withdrawn and replaced without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): helix disengaged from helical channel, and blood noted on helix; the helix would not extend due to being over-retracted; full lead returned and analyzed.